Manufacturer narrative:
Chauhan, karanjeet, et al. (2025). Right bundle branch block after transvenous lead extraction: an unreported complication with potentially severe outcomes. Pacing and clinical electrophysiology, 2025; 48:508-512. Https://doi.org/10.1111/pace.15182.

Event description:
It was reported per article of interest literature review that a patient underwent an uncomplicated insertion of a transvenous implantable cardioverter defibrillator (tv-ICD) with a medtronic single coil 6935 m lead, for primary prevention of sudden cardiac death. Six years post-implant, they were referred to a high-volume pacemaker lead extraction service for consideration of transvenous lead extraction and upgrade to a subcutaneous implantable cardioverter defibrillator (s-ICD) to avoid late complications of tv-icds and given the unlikely need for anti-tachycardia pacing. The transvenous system, with the ICD lead implanted high on the intraventricular septum, was successfully extracted. Immediately following extraction, an s-ICD was implanted. When attempting to perform defibrillation threshold testing (dft) it was noted that both the primary and secondary vectors had unsatisfactory sensing, with only the previously failed alternate vector having adequate sensing. The sensing difficulties continued despite ruling out possible complications including poor lead position (with repositioning). Both lead and generator were replaced in case of technical failure. Eventually, it was decided to close the surgical wounds and terminate the procedure with the s-ICD programmed "off". A 12-lead ECG performed in recovery revealed overt right bundle branch block (rbbb). After consultation with technical experts from the s-ICD manufacturer, successful dft testing was performed, and he was discharged home. Ten days post-discharge, while mending a boundary fence, the patient suffered a shock from his s-ICD. The ECG in the primary vector demonstrated qrs and t-waves that were double-counted. He was re-admitted for removal of the s-ICD and re-implantation of a transvenous system. He has had no further ICD-related complications. No additional adverse patient effects were reported.